Event description:
Philips received a complaint on the earlyvue vs30, indicating that there is a precision problem occurred during an arterial blood pressure measurement. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Philips field service engineer (fse) visited the customer site. The customer biomed advised the fse that during testing the vs30 monitors using their (the customer) simulators, deviations of the non-invasive (nbp) measurements were found. The fse noted that after the devices were checked and calibrated, there was no issue found. The fse also contacted a philips national support specialists (nss) for assistance and was advised that the variation the customer is experiencing is normal and the devices are functioning as expected. The nss also advised the fse that the service guide specifies that it is not recommended to test the accuracy of the nbp with a simulator. The standards are typically anywhere between 5-11 mmhg tolerance in difference in values which is absolutely normal. The nss recommended to that the customer have a clinical support specialist observe what the customer was doing to help advise. This information was provided to the customer. The biomed mentioned that he had not yet had philips service training, he was not certain whether or not the nurses had received clinical in-service training. Prior to the fse's visit, a remote service engineer (rse) spoke to the customer and recommended sending the devices for bench evaluation to rule out an issue related to the pump or board; therefore, the customer requested 2 devices be returned to the bench for evaluation. The case related to this product has been closed with the information available, as this device was not returned for evaluation. The cases related to the devices returned for evaluation at the bench will be documented on separate cases. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1; reporter institution phone number (B)(6).